Event description:
Pt tube feeding held for ir procedure. When getting pt ready to send back to floor, pt had mental status change and was apneic. Bagged, pt bp, hr, sat stable, when attempted to obtain chemstrip rec'd error message saying strips were defective.